Manufacturer narrative:
(B)(4). The product used during the procedure was not returned which could have aided in the determination of the cause. Stent migration may be a result of, but is not limited to, patient's vessel geometry, vessel diameters which could have been larger than the stent, when the stent does not appose the vessel wall when the stent is fully deployed, when there is inadvertent movement of the handle during deployment, or the positioning of the stent prior to deployment was not optimal. Based on available information, a definitive cause for stent migration could not be determined.

Event description:
It was reported that during a left internal / common carotid artery stenting procedure, after rx acculink stent placement, angiography revealed that the stent migrated proximally toward the common carotid artery. A second rx acculink was deployed, overlapping the first stent and fully covering the lesion. There was no adverse patient sequela reported. One day post-procedure, the patent was discharged to home. Although requested, there was no additional information provided.